Event description:
During follow-up, the device was not able to be interrogated. Technical support was contacted, and no communication was possible with the device. A device explant is anticipated but not yet scheduled. The patient was in stable condition.